Event description:
This case was initially received via (B)(6) ((B)(4)) on 27-nov-2017 and was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("general fatigue") and amnesia ("memory loss"). At the time of the report, the menorrhagia, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue and menorrhagia with essure. The reporter commented: the patient had to take treatment to restrain haemorrhages or even might have to resort to surgery. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: menorrhagia the analysis in the global safety database revealed 548 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.